Event description:
Reportedly, after firing the instrument and turning the wingnut counterclockwise two times, the anvil tore the anastomosed tissue. The patient was re-operated and a colostomy was performed.